Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer instrument sealing and smoking issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found failure analysis investigations were unable to replicate or confirm the reported issue. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 7.299 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No exposed or damaged cables were found. No ceramic dots were missing. The reported complaint was not confirmed based on failure analysis. A review of the logs for the vessel sealer extend associated with this event has been performed by an intuitive surgical, inc. (Isi) afa. Logs show that the instrument was installed 5x and passed homing 5x. Qty 57 cut completed events were seen with no errors. E-100 logs show qty 84 seal events, of which qty 3 show high initial starting impedance error, which could have caused the ¿not sealing¿ issue in the complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer instrument had exposed wires, was not sealing, and was smoking. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.